Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a casing/condition (moisture ingress) issue. The reporter was not able to provide further information during the initial complaint. Customer technical support made attempts to contact the reporter for additional information and troubleshooting, without success. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the alleged malfunction has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit or cartridge compartment.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on (B)(6) 2017 with the following findings:. During investigation, the pump was unresponsive with the returned battery cap and a test cap. No auditory alarm or vibrations were emitted. The blank display occurred upon battery insertion. The battery compartment was cracked from the thread area to the case seal and below the grip pad. Evidence of moisture contamination was found inside the thread area to the case seal, and the underside of the battery cap. A leak showed a leak at the battery compartment.